Manufacturer narrative:
No calibration influence was observed. The provided alarm trace did not show any alarms. The field service engineer performed cleaning of the reagent probe syringe and the water supply tank. A general issue with contamination (dust) on the instrument was observed. The engineer thoroughly cleaned the instrument. The maintenance action of cleaning the instrument resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was due to a customer maintenance issue.

Manufacturer narrative:
The estradiol reagent lot number was 85857801 with an expiration date of 30-apr-2026. Qc was within range prior to the event. The customer found abnormal qc results on a different day ((B)(6) 2025) on both measuring cells and on different reagent packs. The provided information indicated a potential hardware-related issue. The field service engineer identified that the pre-clean sipper was misadjusted. He adjusted the pre-clean sipper. The analyzer was then checked and found to be performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys estradiol iii assay on a cobas e 801 analytical unit. Sample 1: initial result: 75.4 ng/l. On (B)(6) 2025: sample 1: repeat result: 376 ng/l. Sample 2: initial result: 3000 ng/l (accompanied by a data flag). Repeat result: 50.3 ng/l. Sample 3: initial result: 1825 ng/l. Repeat result: 535 ng/l. The customer questioned the initial results and repeated the samples. Based on the patients' clinical diagnosis, the repeat results were considered to be correct.